Event description:
It was reported that there was a gap between the uv twin bag and the spike of the transfer set when they were connected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing all passed with no issue noted. All measurements of the device were within specification limitations. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.